Manufacturer narrative:
A partial lead with the lead tip measuring 54.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
Newq information received states high pacing threshold was observed before the lead was explanted. The impedance issue that was the reason for the surgery was high impedance measurement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported out of range high voltage lead impedance was observed. The therapy setting was turned off. The patient was placed on a life vest. The lead was explanted and replaced due to lead fracture. No further information is available.